Manufacturer narrative:
A review of the manufacturing documentation associated with lot: 35265646 indicate that this product was final inspection tested and was determined to be acceptable prior to shipment. The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An angioguard rx/6mm180cm embolic capture guidewire (ecgw) was delivered to the vessel along with the guidewire, it was found that the capture sheath did not have a quick exchange port. The surgeon cut a 22cm hole from the tip of the capture sheath to allow the guidewire to pass through the hole and the sheath was routinely retrieved. The patient was not injured. The patient was reported have internal carotid artery stenosis, and the surgeon performed carotid stenting on this patient. The operator had experience performing this procedure and using the angioguard umbrella. It was a routine procedure, the umbrella was placed; the stent was released, and then the umbrella was retrieved by a capture sheath. The intended procedure was reported to be carotid artery stenting. The product was stored and handled according to the instructions for use (IFU). There were visible signs of device/package damage prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The filter was able to be pulled into the deployment sheath with half of the filter still exposed. The procedure was completed with the same angioguard device. The patient was hospitalized as a result of this event. The device was returned for analysis. One non-sterile unit of a rx/6mm basket diameter/180cm was received inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. Per visual analysis, the capture sheath with the ecgw already inserted were received for analysis, and no anomalies were noted after a thoroughly inspection on both components. Functional analysis was performed. The ecgw was captured with the returned capture sheath with no difficulties. A product history record (phr) review of lot 35265646 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture sheath ¿ obstructed¿ was not confirmed since during functional test, neither obstruction nor resistance/friction was noted with the components returned for analysis. Procedural and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. According to the instructions for use (IFU) ¿the filter basket is used for trapping emboli during coronary, carotid, and peripheral procedures. It consists of a thin, porous membrane supported by a fine metal skeleton. In the collapsed state, the filter basket has a very low profile. To exchange an angioguard rx emboli capture guidewire system that has captured its capacity of emboli: remove all interventional devices from the angioguard rx emboli capture guidewire. Prep the capture sheath as outlined in the preparations for use section, step 14 of section ix. Load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile.¿ the product analysis does not suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported when the angioguard rx/6mm180cm embolic capture guidewire (ecgw) was delivered to the vessel along with the guidewire, it was found that the capture sheath did not have a quick exchange port. The surgeon cut a 22cm hole from the tip of the capture sheath to allow the guidewire to pass through the hole and the sheath was routinely retrieved. The patient was not injured. The patient was reported have internal carotid artery stenosis, and the surgeon performed carotid stenting on this patient. The operator had experience performing this procedure and using the angioguard umbrella. It was a routine procedure, the umbrella was placed; the stent was released, and then the umbrella was retrieved by a capture sheath. The intended procedure was reported to be carotid artery stenting. The product was stored and handled according to the instructions for use (IFU). There were visible signs of device/package damage prior to use. Upon opening the package, the deployment sheath tip was still fully seated in the filter basket introducer. There was no difficulty encountered flushing the filter introducer and deployment sheath. The proximal end of the deployment sheath was in contact with the torque nut prior to removing the device from the coil dispenser. The capture sheath coil dispenser was flushed according to the IFU. The filter was able to be pulled into the deployment sheath with half of the filter still exposed. The procedure was completed with the same angioguard device. The device is expected to be returned for evaluation. The patient was hospitalized as a result of this event.

Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.